Manufacturer narrative:
Results: a sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lot and no issues were identified. Conclusion: bd was unable to confirm the customers¿ indicated failure mode because no samples or photos were received to confirm the stated defect. Investigation conclusion: qn review: no notifications were written for this batch. DHR review: (B)(4) visual inspections were performed on (B)(4) parts with zero defects noted. The sterility release was reviewed, and no issues with sterilization were documented. The batches were manufactured and released according to procedures and specifications. There were no changes in the manufacturing methods. There were no changes in sterilization processes for bd catalog number 305106 in the last 3 years. Investigation results: not applicable ¿ no photos or samples were provided. If corrective/preventative action not required, provide rationale: no CAPA will be issued as the defect cannot be confirmed.

Event description:
It was reported that with use of a bd precisionglide¿ specialty use sterile hypodermic needle was found with foreign matter. There was no report of injury or medical intervention reported.